Event description:
It was reported that a patient presented with inappropriate anti tachycardia pacing resulting from incorrect interpretation of signal. Programming changes were recommended. No adverse patient consequences were reported.